Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with fortum 1g and vancomycin 2g for peritonitis. The patient is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.